Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the manufacturer representative was seeing the patient that day (2017-02-24) for reprogramming as the patient had lost coverage in their back on (B)(6) 2017. The reprogramming corrected the coverage loss. The electrode impedance tested done at 0.7v with the following results: reference 0: electrode 10 out of range reference 1: electrode 10 out of range reference 2: electrode 3,10 out of range reference 3: electrode 2,7,10 out of range, reference 4: electrode 7-10 out of range reference 5: within normal limit reference 6: electrode 10 out of range reference 7: electrode 2-4, 10-11 out of range reference 8: electrode 4 out of range reference 9: electrode 4, 10, 14, 15 out of range reference 10: electrode 0-4, 6,7,9,11,14,15 out of range reference 11: electrode 10 out of range reference 12: within normal limit reference 13: within normal limit reference 14: electrode 9, 10 out of range reference 15: electrode 9, 10 out of range. There were no reported falls or traumas. Additional information was received from the manufacturer representative on 2017-02-27 reporting that there was no change with palpation of the device and/or connections. The patient was programmed on the in range electrodes with the result of the desired back coverage. The cause was not determined.